Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported a motor stall was found in the logs. The logs noted a motor stall occurred on (B)(6) 2015 at 08:52 with a motor stall recovery noted on (B)(6)2015 at 10:53. No symptoms were noted. Further information received indication that there was no additional information known and therefore the cause, actions/interventions, symptoms, and resolution were unknown. The event date was (B)(6)2021.